Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2012; 1368, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. The patient had their device checked and possible high left ventricular (lv) lead thresholds were observed. It was also noted that the right ventricular (rv) lead exhibited increasing impedances. The lv lead and the rv lead remain in use. No further patient complications have been reported as a result of this event.